Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. The x-ray that was provided shows a foreign object in the shoulder cavity which is consistent with the size and shape of the missing pin. No product was available for return. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Customer has not indicated whether the device will be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The following could not be completed with the limited information provided. Age or date of birth ¿ ni, weight ¿ ni, expiration date - ni, date implanted - ni, date explanted - n/a.

Event description:
It is reported that during a shoulder arthroplasty, a pin loosened from the tip of the instrument and was retained by the patient. This was not discovered intra-operatively, but was confirmed via post-operative x-ray. The surgeon has not yet decided whether an additional procedure is required to remove the retained pin. The patient is reported to be doing well. Attempts have been made and additional information on the reported event is unavailable at this time.